Event description:
As reported, there was a problem with a flotrac sensor. The values were too high and not representative of the patient¿s clinical condition. The flotrac was properly prepped (the air was removed from the bag and all lines before use and the transducer was leveled at heart atrium). The values expected were cardiac index between 2-4 l/min/m2 and stroke volume lower than 100 ml; however, the values displayed were cardiac index: 8 and stroke volume: 150. No error messages were received to indicate there was a system problem; the monitor only alarmed that the values outside the set parameters. No inappropriate treatment or patient injury occurred. The flotrac monitor and cable were evaluated at the site and it was determined that ¿they work properly and it is the flotrac sensor which is damaged¿.

Manufacturer narrative:
One incomplete flotrac kit was returned for evaluation; the IV tubing was not included. The flotrac sensor and dpt zeroed and sensed pressure accurately on the vigileo monitor and pressure monitor. No error messages were observed on the vigileo monitor and pressure monitor. The electrical testing showed that both input impedance and output impedance were within specifications and no visible damage was found on the supercomal cable connector. Pressure testing was performed at various pressure values: 0, 50, 100 and 300 mmhg and in reverse order. The complaint of inaccurate pressure readings could not be confirmed during the evaluation; the returned flotrac sensor functioned normally. The flotrac IFU provides the following information and guidance related to abnormal pressure readings: caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify sensor function with a known amount of pressure before instituting therapy. It cannot be determined if any clinical factors may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.